Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: a death incident was reported to regulatory authority (mhra). Mhra ref. Number (B)(4). Missing information on the day of reporting: ventilator serial number, hospital name, are other devices involved, did the ventilator alarmed for any technical faults visually or audibly. Beside that the initial reporter claims to be a healthcare professional there are no further contact details available. This incident was not previously reported to hamilton medical UK or hamilton medical ag. The poor information available suggests a possible tubing disconnection during ventilation. The investigation is ongoing.